Manufacturer narrative:
Result - fowler; chest restraint strap.

Event description:
It was reported by service report that the fowler gas cylinder was leaking and would not hold position under weight. In addition, the chest restraint strap was missing. No pt involvement or adverse consequences are reported.